Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent overvoltage error message. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.